Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that during the fill tubing step, filling took more insulin than expected and the customer was not seeing drops of insulin exit the end of the tubing during filling. During troubleshooting with tandem technical support, it was revealed that the customer had filled the cartridge with an insulin pen, rather than using a syringe. The customer was instructed regarding cartridge labeling instructions. There was no impact to the customer's blood glucose level.